Event description:
Patient underwent a bilateral breast augmentation with submuscular saline implants. Seven years later, she presented with a sudden deflation of her right breast implant and underwent exchange of that for a new saline implant; they are mcghan saline implants with a total volume of 375 ml each. The patient reports that roughly 2 months ago she began noticing that the volume of the right breast was gradually decreasing. She had no antecedent history for trauma to her chest, but this time there is a marked disparity in volume between the right and left breast. She has no prior personal history of breast disease. She is otherwise in her usual state of good health. The patient on clinical examination was found to have a ruptured right breast saline implant. Procedural note: on her right side, the implant was obviously deflated. That was removed and sent to pathology with the intent of returning it to the manufacturer. On the left side, the implant was intact and that was deflated with a 10 blade scalpel and removed from the pocket pathology report: gross description - the specimen is received fresh, submitted as "ruptured right breast implant" and consists of a 13 x 13 x 1.5 cm breast implant. The specimen contains the identification allergan style 68mp 330cc lot 2246285. No rupture is grossly appreciated.